Event description:
Customer's mother reported via phone call that the insulin pump is cracked and the buttons are not responding. It was stated that the customers wears the insulin pump in a pouch and she took it out to bolus and noticed it was cracked. The crack is at the bottom end by the label sticker. They are unsure of how the damage occurred. Blood glucose value was 225 mg/dl. It was advised that the customer discontinue the use of the device and revert to a back a plan. It was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no button response due to flattened dome switch on escape and act buttons. The insulin pump has cracked reservoir tube lip, minor scratches on the display window and cracked case near the display window corners noted during our visual inspection.